Event description:
It was reported the pt was feeling sensitivity at the ipg implant site. The pt was told to contact his physician. Follow up determined there was no intervention planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.